Event description:
Voluntary medwatch received states the device was abandoned due to product performance issue. The lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Mw5177546.